Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. The leak was from the probe wipe inside the instrument. The volume of the leak was about 0.5 ml and was not contained within the instrument. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing personal protective equipment of gloves and lab coat when the leak was discovered. There was no biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found a pinhole in tubing at the wm1 port (self-cleaning port) on the blood sampling valve (bsv). The fse trimmed the tubing and the instrument ran without leaks. The repairs were verified per established procedures. (B)(4).